Event description:
It was reported the patient had checked their implantable neurostimulator (ins) a few minutes prior to report and it did not show ¿ok.¿ it was stated both ins¿ then showed ¿on and ok.¿ it was stated the patient¿s therapy was ¿not quite right.¿ it was noted when they were first implanted something had caused their toes to curl under. It was stated the programming was not changed but the toe curling had stopped for a while. It was noted on (B)(6) 2014, the patient had an appointment with their health care professional and had a minor programming adjustment made. It was stated on (B)(6) 2014, the patient felt as though they were getting a urinary tract infection (uti). It was stated the uti might have affected the deep brain stimulator (dbs) therapy. It was noted 3 days prior to report, their therapy was not back to normal. It was noted the programming was changed and the patient did not feel much better. It was stated the patient¿s left hand wasn¿t working and it still was not working when they would try to type or write at the time of report. It was noted the patient¿s toes would still curl under and their feet felt numb since three days prior. It was stated the patient¿s right shoulder ¿drove them crazy¿ and it would always get bad when their parkinson¿s was worse. It was stated the patient had arthritis in their right shoulder. It was noted the patient felt awful and they were terrified that their therapy would not return to normal. Additional information received reported the patient had a loss of therapeutic effect. It was noted the symptoms began following a replacement surgery and they occurred gradually. It was noted the patient had a bilateral surgery performed 3.5 years prior to report and they had those batteries replaced in (B)(6) 2014. It was stated the replacement surgery was due to natural battery depletion and they had about 2 weeks left on the implants when the replacement surgery was done. It was noted they had multiple adjustments performed and they didn¿t feel any better. It was noted the therapy did not control the symptoms and they had a lot of toe curling. It was noted the week prior to report they saw their neurologist and received botox injections. It was stated it seemed like it had gotten worse and worse each day. It was noted the patient never used to check the implantable neurostimulators (ins) at all when they first got the implant done 3.5 years ago but now they check it so much to see if the stimulation was on with the patient programmer. It was noted the patient inquired if the batteries could have been defective before the replacements were put in. It was noted it had ¿come so fast that it¿s not working.¿ it was stated the ins wouldn¿t take care of the freezing symptoms and it might be because their toes were curled under and their feet were so bad. It was noted the patient had issues typing with the left hand. It was stated the patient didn¿t have the problems with their hand prior to the replacement. It was noted the freezing had gradually come on. It was stated the patient wasn¿t walking around so well. It was noted everything seemed to progress so fast. It was stated they were a disabled person even with all of the medications they were taking.

Manufacturer narrative:
(B)(4).